Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified a buffer valve defective causing the issue. The fse replaced the buffer valve to resolve the issue. The fse performed verification test without further issues. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. E1 initial reporter section: customer telephone phone #: (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous high patient results generated for ise (ion selective electrode) na (sodium), potassium, and cl (chloride) involving their au5800 clinical chemistry analyzer. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.